Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false atrial fibrillation (af) episodes and the device was not sensing. The device was reprogrammed, but the sensing issue was not resolved. The device remains in use. No patient complications have been reported as a result of this event.